Event description:
It was reported that the right ventricular (rv) lead was oversensing possibly from electromagnetic interference. The lead programming was changed and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing information. The analyst commented that non-physiological sensed counts and apparent oversensing occurred in ventricular high rate episodes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).